Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and it did not show the currently reported issue. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not make any alarm noise when turning on or off. They stated that they changed the settings so the alarm noises were louder, but that there was no change. Mmdg attempted to follow up with the initial reporter, but those attempts were unsuccessful. They did not report any adverse effects to the patient due to the complaint. No other information was provided. (B)(4).